Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that a cardiac puncture and pericardial effusion occurred. During a left side ablation procedure for wolff-parkinson-white (wpw), a viking electrode catheter was selected for use. A non-boston scientific ablation catheter, diagnostic steerable catheter and sheaths (size 8f for transseptal puncture and transaortic approach) were also used. No resistance of any catheter was felt. After left side transeptal puncture, the physician made radiofrequency ablation (rf) applications. Treatment time was 4 hours. Close to the finish of treatment, the physician reported a problem with patient. It looked like a heart perforation (tamponade) occurred. The patient was immediately was transport to the cardiosurgery department and the heart surgeon confirmed the perforation of the heart. However, it was not on left side but in the right ventricle. That was where the diagnostic viking catheter was located.